Event description:
The provider states unit will not turn on. The provider states he will hit the reset button, yet still nothing. The provider states 1077 hours on the unit and this is a rental unit.